Event description:
An infant was choking on mucus and the bulb syringe did not work well enough to suck out the mucus from the nose or mouth. There was hardly any suction and even the doctor complained about the bulb not working correctly. We had to resort by sitting the infant up and patting on the back to help clear the mucus out.